Event description:
A unit was sent in for service following a "ventilator service required" alarm. Upon review of the error history event log, the following error was identified: "the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e., across the machine flow sensor)." This indicates a potential malfunction with the machine flow sensor. The flow sensor is recommended to be replaced in order to address the issue.